Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active as customer reported a sensor updating and change sensor issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 490 mg/dl. The customer already gave himself a manual insulin. Customer reports they did not receive a calibration not accepted alert. Customer was reporting signal loss. Customer did not receive a change sensor alert. It was unknown if the insulin pump was on auto mode feature during the reported event. The insulin pump will not be returned for analysis.